Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: component codes: mechanical (g04) - drill. Visual examination of the returned product/provided pictures identified the end of the cutting feature is fractured and missing. Material hardness is conforming to print specification. Wear & tear is seen that indicates repeated use. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument the tip fractured. A small piece was retained by the patient. The surgeon was able to remove the other pieces. There is no plan for a revision surgery to remove the fractured piece.